Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call the customer had multiple insulin pump errors. The customer's blood glucose levels were unknown at the time of the incident. Troubleshooting was not performed for the errors. The insulin pump is returning for analysis. It was not stated if the auto mode feature was in use.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No post-reset ram crc alarm, history pointers failed or trace pointers are invalid noted. Device properly received blood glucose readings from the contour next blood glucose meter. (B)(4).